Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that patient was kind of upset because they need an assistance with their device but no one was available/could help them. Patient was having an issue charging the unit for pain management. No patient symptoms reported. No further complications were reported as a result of this event.